Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had flashing a white light and could not get it to do anything. Customer's blood glucose level was at the time unknown. Customer reported that the display was solid white, no report of insulin pump screen flashing when screen was turned on after being in sleep mode. Customer was advised to discontinue use of the device and revert to a back-up plan. The sensor will be returned for analysis.

Manufacturer narrative:
After battery installation device gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, displacement test or verify missing segments/partial display due to display anomaly.